Event description:
Boston scientific has become aware of the following event: the first ivus imaging was performed normally, though it was hard to flush. After stenting, this device was tested outside the pt for pre-imaging. But, the smoke was raised from around the transducer and the image did not appear. The physician complained if the trouble happened inside the pt, it would become a severe problem.

Manufacturer narrative:
The technical evaluation will be performed when the device is returned to MFR. The results of the evaluation will be provided in the supplemental report.